Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510k number for the lifestream products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was returned for evaluation. The result of the investigation is confirmed for the reported balloon inflation issue. The balloon would not maintain pressure at 6atm due to a pinhole rupture located at the distal cone area of the balloon. There were three bends noted on the outer located 25mm, 510mm and 535mm from the hub. These bends are likely due to user handling or packaging method used of the returned device. The stent was not returned. The definitive root cause for the reported inflation issue could not be determined based upon the available information. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: potential adverse events: potential patient/device adverse effects that may occur include, but are not limited to, the following: ¿ inability to inflate the balloon/deploy covered stent endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the balloon allegedly had an inflation issue. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510k number for the lifestream products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was returned for evaluation. The result of the investigation is confirmed for the reported balloon inflation issue. The balloon would not maintain pressure at 6atm due to a pinhole rupture located at the distal cone area of the balloon. There were three bends noted on the outer located 25mm, 510mm and 535mm from the hub. These bends are likely due to user handling or packaging method used of the returned device. The stent was not returned. The definitive root cause for the reported inflation issue could not be determined based upon the available information. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: potential adverse events: potential patient/device adverse effects that may occur include, but are not limited to, the following: inability to inflate the balloon/deploy covered stent. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. H10: d4 (expiry date: 04/2023), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the balloon allegedly had an inflation issue. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the balloon allegedly had an inflation issue. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation.the result of the investigation is inconclusive for the reported balloon inflation issue. The definitive root cause for the reported inflation issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: potential adverse events: potential patient/device adverse effects that may occur include, but are not limited to, the following: inability to inflate the balloon/deploy covered stent. Endovascular system preparation. 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Introduction of the endovascular system and placement of the covered stent. 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510k number for the lifestream products is identified in d2 and g5. H10: d4(expiry date: 04/2023),g4. H11: h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s., but is similar to the lifestream products that are cleared in the u.s. The pro code and 510k number for the lifestream products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (04/2023); device pending return.

Event description:
It was reported that during a stent placement procedure, balloon allegedly had inflation issue. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.